Event description:
A customer reported experiencing occlusion alarms. System check was started with tandem technical support (tts), however, customer declined to complete the check. Customer changed the pump supplies and resumed insulin therapy. Customer¿s blood glucose level was 400 mg/dl with ketones. Reportedly, the customer went to the emergency room. Customer was treated with intravenous fluids of saline, insulin, and potassium. Customer was released the next day with the issue resolved. Reportedly, the customer experienced a ¿possible miscarriage¿. Ultimately, the customer reverted to an alternate method of insulin therapy.